Event description:
The customer reported that their central pt monitoring system rebooted unexpectedly. There was no pt harm as a result of the temporary loss of centralized monitoring. Note for block a: particulars for pt identifier shown were not avail from the customer.

Manufacturer narrative:
Eval was performed by remote download of computer files residing on the customer's device. MFR's eval summary: the device is a centralized pt monitoring system. The device consists of a cpu (central processing unit), software and various peripheral hardware items. The device receives pt vital signs data from individual bedside pt monitors through wired or wireless connections. The customer reported that they observed an automatic reboot of the cpu. This is the device's intended response when the software encounters an internal error condition which it cannot resolve. The reboot effectively resets the software and restores normal device operation without operator intervention or a field service call. Normal operation was restored in under 14 mins. During this time, there was a loss of centralized monitoring although bedside monitoring continued normally via individual pt monitors. Investigation confirmed and isolated the cause of the automatic reboot. The problem was caused when the device user initiated a "transfer request" (to reassign a pt from one hosp unit/dept to another) when at the same time all wireless (i.e., telemetry) licenses were in use. The number of licenses is a limit on the total number of pts that can be simultaneously monitored wirelessly. This resulted in an internal software exception and consequently the system rebooted to resolve the problem and restore normal operation. Analysis of our customer complaint files shows that reboots from the forgoing scenario are unusual, the present case being the only such instance in 2008. There were three similar instances reported in 2007 and two in 2006. Later software (versions released since july 2004) include enhancements to reduce or eliminate system reboots use to this cause. Updates to later software releases are obtained at the customer's discretion. The customer was advised how to avoid the issue with the software version they presently have by following specific steps described in the device's dfu (direction for use).